Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer sated that he has been getting motor error alarms for the past couple of weeks. Customer stated that he was able to rewind and prime. Customer stated that it seems like his basal was working. Customer only has issue when he tries to give a bolus. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.